Event description:
It was reported that the bd integra¿ syringe with detachable needle experienced a needle that broke. The broken needle required surgical removal. The following information was provided by the initial reporter: per pharmacist the needles are bending, last time she used the product, the needle broke off and she had to have it surgically removed.

Manufacturer narrative:
H6: investigation summary since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd integra¿ syringe with detachable needle experienced a needle that broke. The broken needle required surgical removal. The following information was provided by the initial reporter: per pharmacist the needles are bending, last time she used the product, the needle broke off and she had to have it surgically removed.